Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a direct stenting procedure of the proximal left anterior descending (lad) artery after stent deployment at 16 atmosphere (atm), the 3.5 x 23 mm xience xpedition stent delivery system balloon did not deflate properly and remained in the patient anatomy for an extended period of time. The balloon remained inflated, so the guide wire, stent delivery system and guide catheter were removed as a single unit. The patient experienced chest pain, shock, and st elevation. The patient was admitted for overnight observation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation issue was unable to be confirmed. In the testing environment, the balloon inflated and deflated without issue. The reported difficulty to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Angina, arrhythmia, hypotension and occlusion are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following information was received:the inflated balloon resulted in vessel occlusion and the patient was symptomatic from the occlusion. Symptoms included chest pain, hypotension, st shift and ventricular ectopy. Efforts to deflate the balloon were unsuccessful, so the balloon was removed fully inflated. Upon removal of the inflated balloon, the symptoms resolved. Medication was prepared, but not given. No additional information was provided.